Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 12 in the mouth, primary stability was not achieved in type ii bone. Clinician reports the osteotomy was too wide and patient's mobility and bleeding. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 12 in the mouth, primary stability was not achieved in type ii bone. Clinician reports the osteotomy was too wide and patient's mobility and bleeding. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).